Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the sureform 60 stapler instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the sure form 60 stapler was no longer able to be opened. A new stapler had to be opened. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The sureform 60 stapler was returned and evaluated by the failure analysis (fa) team. Fa investigations replicated the customer reported complaint. The instrument was found to have failed the engagement test based on log review and during in-house testing. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument inputs failed to engage with the in-house system's sterile adapter on 3 of 3 attempts, preventing the instrument from entering into following. As a result, the instrument could not operate properly. Error code 22020 was displayed, with parameters indicating that the aux-action axis failed to engage. A log review of the customer system confirmed sixteen engagement failures.